Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The family presented for fitting on (B)(6) 2022. Approximately 1 month ago in november, the user fell out of a ground floor window.the user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The family presented for fitting on (B)(6) 2022. Approximately 1 month ago, in (B)(6) the user fell out of a ground floor window. Re-implantation is considered but has not been scheduled yet.

Event description:
The family presented for fitting on (B)(6) 2022. Approximately 1 month ago in november, the user fell out of a ground floor window. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress, caused by the reported trauma, appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation was carried out, but the device has not been received for investigation yet.